Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use. During the eval of the device at the manufacturer's service center a "service required" code was found in the ventilator's downloaded error log. The manufacturer is currently investigating this event and will file a follow up report when the investigation is complete.